Manufacturer narrative:
(B)(4). Labeling indicate: no system errors: if you get a system error ¿ such as no readings, sensor error, or signal loss ¿ you won't get g6 readings or alarm/ alerts.

Event description:
It was reported that an adverse event occurred. The patient reported that she had a ¿major hypoglycemic reaction¿ even though she had eaten. No symptoms, continuous glucose monitor (cgm) values or blood glucose (bg) values were reported. An ambulance was called, and she was given dextrose via intravenous (IV) therapy. She stated that her cgm had stopped working at the time with a sensor error, and a message to wait up to 3 hours displayed when her glucose started rising quickly. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.